Event description:
On (B)(6) 2012, the patient contacted animas reporting "trouble getting into the bolus screen." No additional information could be obtained from the patient regarding the keypad issue. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.